Event description:
During an egd procedure, the physician used a wilson-cook triclip endoscopic clipping device to treat a gi bleed. During use the clip detached prematurely into the patient's stomach in a partially closed position. The clip was left to pass naturally. The patient's condition was reported to be stable.